Manufacturer narrative:
No conclusion can be made. Due to privacy laws in (B)(6), no additional information will be provided. With the information provided, the cause of the patient's alleged postoperative complications cannot be determined. A lot number was not provided, without a lot number a review of the manufacturing records is not possible should additional information be provided in the future, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that on (B)(6) 2008 the patient was implanted with a composix kugel mesh on the right side. Contact reports the patient experienced "6 years of pain down the back of the right leg into the back of the knee and pain over the right hip into the lower back right side. A stabbing and burning sensation at operation/ mesh site. After 6 year the pain in the leg/hip and back has gone but still get the painful burning and stabbing pain at the mesh site." The symptoms have been managed with anti-inflammatories and chiropractic treatment.